Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for a failure analysis investigation. Therefore the root cause of the reported issue cannot be identified. The product batch sequence information was not provided so an instrument log review cannot be performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: the maryland bipolar forceps instrument reportedly sparked during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked during the case and had a defective jaw. There was no reported injury. On 07-dec-2020, intuitive surgical, inc. (Isi) contacted the customer and additional information was obtained about the complaint: the instrument was inspected prior to use and nothing abnormal was noticed. The surgeon reported seeing a small defect in the form of a hole or crevice on one side of the instrument jaw close to the hinge. The cannula was inspected prior to use and a pin gage was used on the cannula. The surgeon believes the arcing was caused by the instrument being defective. An erbe electrical surgical unit (esu) was in use with the cut and coagulation settings both set to 4. Bipolar energy was being activated when the arcing event was observed. The other instruments in use when the arcing event was observed was a monopolar curved scissors and a prograsp forceps. The suspect instrument was not removed at any time prior to the arcing event. When the instrument was removed the wrist was straightened. It was reported that the instrument did not appear to be damaged prior to the arcing event. The suspect instrument did not collide with any other instruments or tools. It was confirmed that a monopolar cord was not plugged into the bipolar instrument. It was reported that there was no injury to the patient and that the patient has not returned to the hospital due to post-surgical complications as a result of the arcing event. The reporter did not say what surgical task was being performed when arcing was observed nor how long the instrument was in use prior to arcing. There was no video of the event for review.